Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's right side device had "shorted out". Almost a month later their left side device also "shorted out" and they had stroke-like symptoms. They turned off both devices and the patient was currently without therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had the right brain electrode replaced and had 2 new ones put in the left side. This happened on (B)(6) 2017. It was noted the surgery did not resolve the issues, and the patient's symptoms of the "spells" of drooping face and couldn't keep their eyes open continued and had even gotten worse. It was stated they thought the leads that "burned out" may have caused brain damage.it was indicated that the leads were replaced, but the battery was the same which didn't resolve the patient's issues. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_, implanted: explanted: product type: product ID: 3387s-40, lot# va0f24j, implanted: (B)(6)2014 explanted: product type: lead. Implanted: explanted: product type: lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the right side lead shorted out. The patient started shaking all over and the lead on the right side of the body had to be turned off. The patient's eye started blinking in (B)(6). In (B)(6), the patient's left side eyelid started drooping and their mouth turned slightly down. On (B)(6)2017, something happened to the lead on the left side of the patient's body. The caller spent 5 days in (B)(6) and they found no sign of a stroke. The caller stated they had to wait to have surgery. On (B)(6), the patient had 4 bolts for the halo put in. The caller said on october (B)(6), the patient had new leads put in and the patient started having drooping again. The only thing that was replaced was the leads in the brain. The ins and the wires in the chest were not replaced. The caller was to follow up with the healthcare provider (hcp) to discuss symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the friend/family member. The patient has been having difficulty since (B)(6) 2017. The patient had right brain, left hand turned off. The patient's left side was burned out. It was also noted the patient was in the ER twice and the hospital twice. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown, serial# unknown, product type: unknown; product ID 3387s-40, lot# va0f24j, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that one side of their neuro stimulation unit shorted out on (B)(6) 2017 the other side shorted out on (B)(6) 2017. The night that the first one shorted out patient started having eye blinking and drooping in left eye. It was noted that spells have progressed to severe drooping in face on one side and weakness and vision problems. With some spells, patient has had a headache but not always. The spells last all day sometimes only 30-45 minutes other times. Patient reported that their doctor ,apparently had given up on then and will not admit that the units shorted out. Patient needed help and some direction. Both units were replaced in october of last year but the spells still continue. Patient did not have a managing physician at the time of the report, and was sent a list of physicians to choose from. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that sometimes the patient needs help remembering dates, etc. They estimated the patient has symptoms about 70% of the time now. The patient spent two weeks in the hospital last fall. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the replacement of the leads due to the them burning out/shorting out did not help with the spells the patient was having and the patient had a bad spell today. The spells consist of the left side of his face drooping and he gets extremely weak and has trouble speaking. The patient has these spells approximately 60-70% of the time now. The caller said the patient is headed down to (B)(6) as there is a dbs troubleshooting department at the (B)(6). The patient spent 2 weeks at the doctor's at (B)(6) and that is when they ruled out a stroke and seizure after putting the patient on an egg for 3 days.